Manufacturer narrative:
Device received with cracked or detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a33 alarm and a66 alarm due to cracked or detached end cap. Device had loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system and device software error alarm. The customer blood glucose level was unknown at the time of incident. Customer stated that drive support cap was flush. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.